Manufacturer narrative:
Block b3: exact date unknown, event occurred two months from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc--8436-50. Serial: (B)(6). Batch: 7079666.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were explanted due to an unknown reason. All explanted devices were not returned.